Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. A pericardial effusion was observed during procedure. The patient needed pericardial puncture and surgery. A transseptal puncture with vizigo was done along with mapping with the varipulse catheter. The pericardial effusion was noticed during the mapping phase. No ablation was performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).